Event description:
Patient reported that she underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, she began to experience pain. According to patient, radiographs taken revealed that her right leg is one inch longer than her left leg. A revision procedure has not been performed to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effects - problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies. Postoperative bone fracture and pain. (B)(4).